Event description:
It was reported that malfunction alarm ¿malf 0¿ occurred on pump, with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for resetting pump, successfully reset malfunction without recurrence, and was advised to continue using pump and to call back if malfunction reappeared.